Event description:
Dr used surgisis biodesign complex hernia graft for a very difficult, challenging case involving an obese female pt requiring emergency surgery for gangrenous small bowel and colon because of bowel incarcerated in a large ventral hernia. Small bowel and colon were resected and a temporary ileostomy was created. Pt has had multiple prior abdominal operations. He could not close the abdominal fascia and spanned over 10-15 cm with surgisis, sutured well with good overlap. Drains in place. About 10-12 days post operative, the skin separated and bowel protruded. At operation, the mesh was mostly gone. He thought there was pus, but can't remember if he cultured or not. He cleaned up the wound and used alloderm to reclose. This would considered a contaminated wound after colon resection with dead bowel. Pt is home slowly recovering.

Manufacturer narrative:
No device returned for examination. Manufacturer believes that a 15 cm wide defect is too wide for a 20 cm device to bridge and allow 5 cm overlap on each side as per dfu. Pt was unlikely to be able to lay down significant new collagen and angiogenesis to enable remodeling before the high level of contamination degraded the graft.